Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a fall in 2010 that caused them to retire and caused major problems. The patient reported that they had implant to help with severe nerve damage in legs and hands. The patient reported that they were taking pain medication and using stimulator. The patient reported that the stimulator helps a lot.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back again on (B)(6) 2018 stating they had to have another surgery (referring to the one they had reported earlier). No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 39565-30 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that he sent the follow up letter back with questions answered but patient was concerned that he does not have enough space to put all the information that he has for follow up questions. Patient stated that the circumstances that led to the fall in 2010 was, he fell on black ice at work ((B)(6)-2010). Patient was unable to walk, stand and retired on disability ssdi. The "major problems" impacted the ins. 3 different surgeries in 2011. After 30 days, a new ins was implanted (current device). The device was taken out but the wires were left inside the patient in three different places. Patient's weight was 255 at the time of the event. Patient was having a surgery on (B)(6) 2018 to replace the unit and take out the old wire. On 2018-(B)(6), patient stated that the leads should have been taken out at that initial surgery too. That hcp had no documentation of leaving the leads in, but patient knows it's there because it sits very close to his skin and pushes the skin out. He can lift his shirt and can see the lead under the skin. In 2016, patient had another unrelated back surgery. That surgeon, saw the lead in the x-rays which showed it was placed in three places. Hcp said he could take the lead out when he will perform the back surgery, but the insurance did not permit it and stated they will not pay if it is all done in the same surgery. Therefore, only the unrelated back surgery was performed. The lead removal surgery could not be scheduled/performed because hcp retired. Patient stated that now he is working with a new hcp, who plans to remove the lead and place new device and lead on 11/30/18. Patient stated that he is frustrated that the first hcp's office won't take responsibility for not removing the lead when it should have been. He is back on his bills. He wanted to make sure manufacturer had the record straight that the lead was not removed and he should not be paying for any surgery that the hcp did not do right (not removing the lead when he could). No further complications were reported/anticipated.